Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that it was not working. The patient was not getting stimulation since surgery. The patient was not feeling it so much so it was turned off. Troubleshooting was done and the patient got a power on reset (por) code on the remote today.

Event description:
Additional information from a patient reported to resolve the lack of stimulation and power on reset (por) they had see to the manufacturer representative (rep) to get it in sync at their healthcare professional's (hcp) office.

Event description:
Follow up information received from the patient reported that, as a step taken to resolve the issue, the device was ¿reinsert¿ [reset?].

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.